Event description:
Revision surgery - pt. S/p total knee 1 year ago presented with history of chronic/acute uti. Right total knee red and swollen. Possible infection of right total knee. Cultures taken and poly insert exchanged.